Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 scope communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, objective lens adhesive peeling, ID function defective, bending section rubber adhesive chip, ig snake tube, and video connector crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the communication error and the peeling adhesive are unable to be identified. The communication error most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. The peeling adhesive most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
This report is also being filed to document the peeling of the adhesive on the objective lens that was discovered by an olympus employee during the device evaluation.